Manufacturer narrative:
In response to FDA report number: mw5087749. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: follicular lymphoma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "patient later developed follicular lymphoma b-cell of a submandibular gland." Device was explanted. Unknown side. Patient death occurred in 2007.

Manufacturer narrative:
Upon receipt of additional information from the reporter this report is a duplicate of mrn #: 2024601-2014-00689.

Event description:
Healthcare professional reported "patient later developed follicular lymphoma b-cell of a submandibular gland." Device was explanted. Unknown side. Patient death occurred in 2007. This was found to be a duplicate of mrn #: 2024601-2014-00689.